Event description:
It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. Technical services reviewed the electrograms and provided some options to consider. There were no additional adverse patient effects. The system remains implanted.